Event description:
Packed force bipolar was opened to field. Rnfa tried to manually close jaws of instrument prior to inserting into robotic arm. Jaws would not close and wheels on instrument would not rotate. Used instrument release kit on instrument and jaws and wheels began working. Instrument was passed off field and sent to be cleaned and return.